Event description:
A consumer reported that following an intraocular lens (iol) implant procedure,stating vision was out of focus and blurry - patient had cataracts removed in 2016 patient having blurring problems in left eye. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).